Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the heat exchanger had a hole in it creating a leak. Additional malfunctions include the pm kit was dirty.